Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿

Event description:
It was reported that customer experienced a blood glucose (bg) level displayed as ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.